Event description:
This is filed to report pericardial effusion, leak, and medical intervention it was reported that this was a second mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was prepared and the clip introducer was attempted to be inserted into the guide; however, air entered the guide and the patient experienced a pericardial effusion. It was noted that where the stopcock screws on to the clip introducer was cracked. Aspirations were performed and air did not enter the patient. The procedure was aborted and the pe was left untreated. No clips were implanted, and mr is 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. During returned device analysis, the clip introducer (ci) flush port was observed to be broken. The reported ci flush port leak could not be replicated in a testing environment. The reported crack in the ci flush port could not be confirmed due to the break. The reported leak appears to be a cascading event of the cracked ci flush port. A cause for the reported pericardial effusion could not be determined. Additionally, pericardial effusion is listed in the IFU as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was the result of case-specific circumstances. Based on all available information, the reported crack in the ci flush port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.